Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The technical service representative (tsr) had the hp cycle the power on the hc. The hc alarmed se 2367. The tsr had the hp cycle the power on the hc. The hc proceeded to press go to start. The tsr informed the hp to start over with new supplies or perform continuous ambulatory peritoneal dialysis to complete therapy. The tsr instructed the hp to inform the nurse of the se 2240. The hp would discard the sample. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.